Manufacturer narrative:
Safety bar. Unit was evaluated by the customer.

Event description:
It was reported that, upon unloading with patient on the cot, allegedly missed the floor hook. There was patient involvement but no adverse consequences.